Event description:
It was reported that when the patient presented in clinic, non-sustained rv oversensing due to far p-wave oversensing was observed. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.